Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was observed on stored electrograms (egm) for the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.